Manufacturer narrative:
Multiple good faith efforts attempts have been conducted to find out more about the reported malfunction but none were successful. The following functional tests were performed: the remote service engineer (rse) spoke to the customer and provided for the unrelated issue of an black display, which is investigated in a separate complaint, the part number for the malfunctioning lcd display assembly. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. We are unable to confirm the final disposition of the device, because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has no audible tones. Patient involvement is unknown. There was no report of patient or user harm.